Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure on (B)(6) 2008. According to the complainant, the procedure was successfully completed. During a follow-up visit on (B)(6) 2008, the patient reported experiencing "urinary incontinence - damp" and "partial obstruction - voiding".

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).